Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while in clinic for an unrelated issue the patient experienced difficultly switching a battery. Once battery was removed staff and patient were unable to reconnect power source. The controller was exchanged. There was no effect on the patient.

Manufacturer narrative:
The unknown controller was not returned for evaluation. The reported event could not be confirmed since the serial number and patient ID was not made available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. No additional information could be obtained from the clinical site and no further information is forthcoming.